Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient explained in 2016 that their symptoms were back, the lead was off, and they were in surgery within a week. They also added that the "device is supposed to last for 3 years and it does not." No further patient complications have been reported as a result of this event.